Manufacturer narrative:
(B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy peritoneal dialysis effluent. The cause of the breach in aseptic technique was not further described. On the same day as onset, the patient was hospitalized and began intraperitoneal (ip) treatment with amikacin (130 mg, every day) and vancomycin, ip (1300 mg, every 72 hours). Six days later, the antibiotic treatment was switched to cefazolin, ip (1230 mg, every day). At the time of this report, the patient remained hospitalized and pd therapy was ongoing. No further detail was provided regarding the patient¿s outcome. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
Fifteen days after the onset, the patient recovered from the peritonitis event, cefazolin treatment was completed, and the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.